Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. The user stated that the infusion set would be changed and insulin delivery would be resumed. Reportedly, the user did not test their blood glucose level. However, the user stated that they feel fine.